Manufacturer narrative:
A replacement glidescope video baton 2.0 large was provided to the customer and the video baton 2.0 used in the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned video baton 2.0 and confirmed that when the video baton was connected to known, good, verathon test equipment, the video baton would produce a split screen failure. Since the customer's glidescope video baton 2.0 large had been replaced, the returned video baton 2.0 was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope video baton 2.0 large, the image would go in and out whenever the video baton 2.0 or core smart cable was moved or bumped. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.